Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end of life. There was no telemetry and no output. The hybrid circuit functioned properly when connected to an external power supply and the current drain was within specification. Analysis of the tined lead found no significant anomaly. The lead body was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2014 ¿during control,¿ high impedances were measured by the clinician programmer. As impedances were greater than 4,000 ohms, the ¿electrode¿ was considered to be broken/damaged. No falls or traumas were noted. In (B)(6) 2015, the implantable neurostimulator (ins) was ¿not reachable.¿ the ins was implanted "sometime" in 2012. Both the lead and ins were later replaced. No symptoms were reported and no outcome was provided with this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.